Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, when the surgeon fired the instrument, he felt it made a strange noise. He then cut the tissue and found bleeding at the clip area. The clip allegedly had not formed correctly. The surgeon converted the procedure to an open cholecystectomy to finish. No pt injury reported.